Event description:
It was reported that during a laparoscopic cholecystectomy the clips would dispense, but would not hold onto the vessel. The procedure was completed with another device. There was no patient consequence.